Event description:
Four-zero dob week post op incision spitting sutures out and showing bloody discharge incision was closed. Current patient status: healing. Unanticipated tissue loss. Antibiotic therapy. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. No device fragment or component fell into the patient's cavity. No device fragment or component was left in the patient. Removal of sutures. Post op: infection in the incision.

Manufacturer narrative:
(B)(4).